Event description:
A home pt received a "reload cassette 200" alarm during integrity testing prior to their automated peritoneal dialysis therapy on the homechoice machine. The home pt had to set up with new supplies to complete therapy. All other sets from that box were operable, and all of the sets are stored at room temperature. Nothing unusual was noted with the homechoice set. No pt injury or medical intervention was associated with this incident.